Event description:
Philips received a complaint by the customer on the v60 indicating that a 1009 "pressure regulation high" error occurred. The device was in use on a patient at the time the reported issue was discovered; however, there was no reported harm to the patient or user. The customer called technical support to report that a 1009 "pressure regulation high" error occurred. The biomedical engineer (bme) was unable to duplicate the issue but verified the 1009 error code in the significant log. The remote service engineer (rse) instructed the customer to attach a patient circuit and power on the device. The rse then advised the customer to disconnect the proximal line, and the customer confirmed that the 1009 error occurred. The proximal and main tubing inside the device were reversed. The customer properly reconnected the proximal and main tubing inside the device, and the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.